Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that the pressure dropped during use in the cath lab. Reportedly, there were patient complications or injuries.